Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient received numerous inappropriate therapies as a result of a possible fracture on the right ventricular (rv) lead. The lead exhibited a spike in pacing impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trm implantable cardioverter defibrillator (ICD) 2013-(B)(6); 4968 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.